Event description:
It was reported the patient experienced an allergic reaction. The reaction started right away after device wear. Patient had a rash on buccal on lip and face. The reaction went away when stopped wearing the device. No allergy test was taken.

Manufacturer narrative:
The following information was not provided by the customer: a2: patient age and date of birth. A3: patient sex. A4: patient weight. A5: patient ethnicity. A6: patient race. B2: this harm was not considered to be an adverse event since the incident did not result in death or serious injury and does not have the likelihood to result in death or serious injury to the patient. This is being reported out of an abundance of caution and as per guidance by an FDA inspector who advised that the FDA might be interested in the data for trending purposes. B3: the date of the event was unknown to the customer. D4: the field for "lot number" did not have enough room for all components so the data for the straps has been added here: s032323. D4: the device comprises of 4 sets of components. The expiry dates are: discs: 2024-05-15. Buttons: 2026-03-12. Bite pads: 2026-03-10. Straps: 2026-03-23. F9: the approximate age of the device was not provided by the customer.